Event description:
Caller reported that approximately 1 week ago insulin was leaking from the luer lock connection of the rapid-d infusion set. No adverse event reported. Infusion set has been discarded, not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.